Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for left ventricular (lv) intrinsic amplitude out of range. The presenting electrogram (egm) suggests intermittent failure to capture and there is a transient decrease in the lv impedance, which remains within normal range. The device remains in service. No adverse patient effects were reported.